Event description:
It was reported that the patient experienced a loss of therapeutic effect with symptoms of loss of bladder control following a fall on (B)(6) 2013 where the implantable neurostimulator (ins) 'took a direct hit.' The patient fell on her left side, broke her left hip and had to go to the emergency room (ER). The patient reportedly had x-rays done on her hip while in the ER but the ins wasn't checked. The reporter indicated that the patient 'got on a catheter' at that time and had not had therapeutic relief since that occurred although therapy was working 'great' before the fall. It was noted that the patient used to have great success with stimulation at 3.5v-4.0v during the day and 5.0v or 5.1v at night on program 3. At the time of the report however, the patient couldn't feel stimulation at 7v and 'thought it may have been damaged.' The patient had tried different programs at different amplitudes with no success. The patient had had to go back to wearing "depends and sleeping on crib sheets". It was noted that the patient had had x-rays taken about 6 months prior to the report but the 'damage to the ins' was not caused by the x-rays. The reporter stated that the ins 'used to feel round' when the patient 'felt it through her skin.' However, it felt 'elongated and thin, like it had been squished' at the time of the report. The reporter noted that the patient hadn't contacted her healthcare provider regarding this issue yet. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v807714, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information review indicated that the patient had virtually no control over their bladder. It was reported patient changed different programs and it did not work. It was added that patient thought the neurostimulator was damaged and it was painful. It was added that it was more elongated, bent, like it had been squashed. It was also added that the patient could barely feel it.

Manufacturer narrative:
(B)(4).